Event description:
During a hind foot arthrodesis procedure, when the surgeon attempted to insert the blade through the aiming arm, the inserter jammed. Surgeon disconnected the construct, removed the blade from the inserter, and completed the procedure free hand.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Subject device was previously returned and investigated in the 1st quarter 2008. The original investigation noted a manufacturing deviation and evidence of the instrument being used in a manner that could have contributed to the noted 'jamming condition'. Based on the revised complaint historical trending performed by synthes in september 2008, this was determined to be an MDR reportable. As a result of the MDR determination, this investigation is being re-evaluated for due diligence.